Event description:
It was reported, "right knee infection-(B)(6)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a no 3. Triathlon ts plus tibial insert x3 poly 9mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported, "right knee infection-(B)(6)."